Event description:
During a ptca procedure the maverick2 monorail balloon ruptured at 12 atms on the third inflation. (The number of atms reached on the initial two inflations is unk.) The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous rca. A stent was successfully deployed to complete the procedure. No pt injuries or complications were reported. Pt status listed as "good."